Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When it was re-advanced, the distal part of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.